Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 370 mg/dl. The customer stated that she experienced vomiting, nausea and ketones. The customer stated that her blood glucose levels have been coming down when treated by the hospital staff, but as soon as she is put back on the insulin pump, her blood glucose levels elevate again. The customer requested a replacement insulin pump. The customer as given her out of warranty options. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.